Event description:
Patient (initials/gender unidentified) enrolled in euflexxa clinical trial received two injections in 2007. Was hospitalized 2 days in 2007. Diagnoses were cerebrovascular accident with l pons lesion, hypertension and heart disease. Follow-up information received on 3/14/07 (not located).